Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of about 27 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. A short circuit between the inner and out coil occurred. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis revealed signs of wear in the proximal part of the lead, as a result of friction between the lead body and the generator housing. Damages, such as cuttings in the insulation and penetrated blood in the lumen of the lead, occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during a normal device change out, the local field representative called into boston scientific technical services to determine if a new lead would be needed. Myopotential over-sensing had been observed on this atrial lead for "some time". There were no adverse patient effects resulting from the noise and all measurements were found to be stable. Ts discussed that the cause may be a seal plug issue on the chronic device. The lead was tested on a pacing system analyzer after being connected to the new device. The physician elected to replace the lead during the device change out even though the lead tested normal. The lead was explanted and will be returned. This report will be update once analysis has been completed.